Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime/a33 and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error. Customer¿s blood glucose level was 185 mg/dl. Customer stated that the insulin pump had motor error alarm. The customer stated that they were able to clear the alarm. The customer also stated that they was able to rewind the pump. The customer stated that the drive support cap was normal. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.